Event description:
The customer reported the system displayed no images when fluoroing, technique tracking to max. No pt injury was reported.

Manufacturer narrative:
A ge representative conducted an on side evaluation. Found lemo pins inside interconnect cable receptacle pushed in causing loss of video. This was replaced and system now operates as intended.